Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the top housing was broken on the left corner and the bottom housing was fully cracked. Event history log review found an invalid syringe size alarm. Functional testing was unable to replicate the reported issue; the device passed flow delivery testing. The root cause was undetermined. As a preventive measure, the size pot was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed accuracy test. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.